Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the statlocks popped open when the patient put on pants and when he was sleeping which caused leaking. It was also reported that the leg straps cut the leg and when he tried to expand the straps, they slipped off. No medical intervention was reported.